Manufacturer narrative:
The 453563476991 paddle repl. Kit water resistant was sent to customer solve the issue. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. No further information was provided. H3 other text : multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the dfm100 exhibited a rfu show error. There was no reported patient involvement.